Event description:
It was reported that during a routine follow up visit, this pacemaker system was observed to exhibit high out of range pacing impedances and loss of capture (loc) on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, ts noted confirmed that the ra lead pacing impedance measurements were recorded to have been greater than 2000 ohms and had triggered a lead safety switch (lss). Ts also noted that there were two signal artifact monitor (sam) episodes that were recorded prior to the lss. Further review of the sam episodes showed minute ventilation (mv) chop noise that were oversensed on the ra lead and loc. Ts also noted that the power consumption appeared to be lower than expected. Ts discussed possible causes with the hcp and recommended further testing to be performed. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up visit, this pacemaker system was observed to exhibit high out of range pacing impedances and loss of capture (loc) on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, ts noted confirmed that the ra lead pacing impedance measurements were recorded to have been greater than 2000 ohms and had triggered a lead safety switch (lss). Ts also noted that there were two signal artifact monitor (sam) episodes that were recorded prior to the lss. Further review of the sam episodes showed minute ventilation (mv) chop noise that were oversensed on the ra lead and loc. Ts also noted that the power consumption appeared to be lower than expected. Ts discussed possible causes with the hcp and recommended further testing to be performed. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that the physician suspected the cause of the loss of capture (loc), oversensing noise and high out of range pacing impedances on the ra lead was possibly due to fracture caused by clavicular crush. A revision procedure was performed, the ra lead was explanted and replaced with a new lead. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up visit, this pacemaker system was observed to exhibit high out of range pacing impedances and loss of capture (loc) on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, ts noted confirmed that the ra lead pacing impedance measurements were recorded to have been greater than 2000 ohms and had triggered a lead safety switch (lss). Ts also noted that there were two signal artifact monitor (sam) episodes that were recorded prior to the lss. Further review of the sam episodes showed minute ventilation (mv) chop noise that were oversensed on the ra lead and loc. Ts also noted that the power consumption appeared to be lower than expected. Ts discussed possible causes with the hcp and recommended further testing to be performed. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that the physician suspected the cause of the loss of capture (loc), oversensing noise and high out of range pacing impedances on the ra lead was possibly due to fracture caused by clavicular crush. A revision procedure was performed, the ra lead was explanted and replaced with a new lead. The pacemaker remains in service. No additional adverse patient effects were reported.